Event description:
On 7/13/1998, the account reported a valproic acid result of 2.86 mg/l, which was questioned by the physician. The sample was retested and a result of 94.3 mg/l was obtained. No report of injury.